Event description:
It was reported that the device would power on in pacer mode and one could not turn it off to access other features. The device would not be able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer instructions and technical assistance to trouble shoot the problem.